Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the tubing channel on the tab. The operations quality engineer (qe) was notified, and a nonconformance report (nc) was initiated for this issue. The nonconformance report (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility guidelines. A2: age & date of birth: requested, not provided due to facility guidelines. A3: patient sex: requested, not provided due to facility guidelines. A4: weight: requested, not provided due to facility guidelines. A5: ethnicity: requested, not provided due to facility guidelines. A6: race: requested, not provided due to facility guidelines. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloons would not hold air. There was no injury or medical intervention required. The patient condition was stable, and the procedure outcome was successful. A new tr band was opened and used successfully. Additional information was received on 11may2023: the procedure was a left heart catheterization. 18 ml's of air was injected into the tr band when it was applied. A glidesheath device was used in the access site. A second tr band was used for hemostasis. There was no blood loss during the case, and there was no noticeable damage to the device. The tr band lost air immediately after initial inflation.